Manufacturer narrative:
The customer found the pads were falling off the strip provider module. The customer ran controls after the incident and verified that the controls were within specifications. (B)(4).

Event description:
The customer reported the pads of the ichem velocity instrument were falling off the strips. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.